Event description:
Following successful deployment of the excluder components, the physician noted that flow in the femoral artery was limited after removal of the introducer sheath. Open surgical intervention was performed to restore flow to the femoral artery. Physician stated that a blockage occurred at the level of the femoral artery, possibly due to plaque that had become dislodged durng the procedure. No allegation of deficiency related to the excluder device was made.